Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, the questionnaire was completed with limited information. Implanting the device in an off-label location and severe force applied to the implant have been ruled out as potential causes. However, migration was confirmed via x-ray. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. Although the cause of the swelling is unknown, the cause of inadequate pain relief is due to migration. However, the cause of migration is unknown. The investigation findings do not lead to a clear conclusion about the cause of the migration. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, a CAPA is not required at this time. Other adverse events issue rates will continue to be tracked and trended.

Event description:
The patient reported swelling near the incision site, inadequate pain relief, and inability to move their left arm due to pain. X-rays were performed which showed some migration of the device. The patient had a follow-up appointment on (B)(6) 2025 and there were no visible signs of swelling. The transmitter settings were changed, the patient reported minimal improvement prior to leaving the office, and they will follow-up in one month. No additional information is available at this time.